Event description:
It was reported that blood leaked from the unspecified bd venflon¿ pro safety shielded IV catheter injection port during use. The following information was provided by the initial reporter, translated from german to english: "during the endoscopy we apply different medicaments through the injection port. It has happened several times after that there is a pulsating bleeding coming out of the injection port. The bleeding also occurs while applying nacl using a pre-filled syringe. Given the catheters are not placed in the same station, we could not verify if something else was applied before. After the incident during the procedure the catheter had to be removed and a new one hat to be placed. This increases the sedation time of the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-26. H6: investigation summary: three used samples were received by our quality team for evaluation. One of the three samples was returned with a pink protection cap which does not belong to this complain. Upon visual inspection of the samples, one sample was observed with a missing valve and two samples were observed with the valve moved. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the moving valve. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from the unspecified bd venflon¿ pro safety shielded IV catheter injection port during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the endoscopy we apply different medicaments through the injection port. It has happened several times after that there is a pulsating bleeding coming out of the injection port. The bleeding also occurs while applying nacl using a pre-filled syringe. Given the catheters are not placed in the same station, we could not verify if something else was applied before. After the incident during the procedure the catheter had to be removed and a new one hat to be placed. This increases the sedation time of the patient."